Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2026 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: two product complaints were opened to address issues with 2 surgeons. Surgeon 1 - (B)(4). Surgeon 2 - (B)(4). Please address the questions below for each involved event: ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ how many devices demonstrated the alleged deficiency on each involved patient event? ¿ please clarify, did the suture break or did the suture separated from the needle? ¿ is the lot number (1066p3) the same for all the involved events? ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). H3 investigational summary: the product was returned to ethicon for evaluation. Two representative unopened samples were received for analysis. Product code w8707. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture has been breaking down from the swage point. Two different surgeons have complained about this. Already used multiple foils from the same batch. The issue was still the same. There were no patient consequences reported. Additional information was requested.